Event description:
It was reported that the clear plastic piece on the blade was found to be broken prior to use on a patient.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the bottom of pipe of light guide was broken. The manufacturer reports that the device is inspected prior to release thus it is confirmed that it left the manufacturing facility fully functional. It seems as though the device sustained unexplained physical damage. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the clear plastic piece on the blade was found to be broken prior to use on a patient.